Event description:
It was reported that this pacemaker exhibited right ventricular (rv) lead loss of capture. Technical services (ts) was consulted and discussed reprogramming options such as increasing rv amplitude and pulse width. The physician will further discuss this with cardiology for definitive care plan. This pacemaker remains in service. No adverse patient effects were reported.